Event description:
While removing the port from pt, the tube broke. A piece of catheter was left in the vein. Radiology intervention was needed to retrieve the piece. Pt is fine (no sign of complications). Doctor stated that catheter looked brittle. Port was implanted on (B)(6) 2001 and explanted on (B)(6) 2004.